Event description:
It was reported that the family believed the pump had eroded through on the patient. It was indicated that the patient did not experience any symptoms, "just evidence that the pump had eroded through the skin". The patient went to the hcp. It was reported that per hcp, it looked as if a blister had formed over the pump and it was believed they may revise the pump pocket without removing the system. Surgery was scheduled for the following day. Upon initiating the surgery, hcp determined that there was "potentially one spot that was protruding though the skin and was not protected by the blister. As a result, he elected to remove both the pump and catheter". It was believed the "erosion occurred due to keloid formation that they found in and around the pump pocket". No sign of infection was observed during the removal. The patient was placed on oral baclofen and antibiotics. It was noted the patient was doing well. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted:unk (B)(4).